Event description:
It was reported that "staple jamming and no patient harm". Therefore, the stapler was replaced with a new one to complete the procedure. The patient status is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "staple jamming and no patient harm". Therefore, the stapler was replaced with a new one to complete the procedure. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend on reports of this nature. Other remarks: n/a. Corrected data: n/a.